Event description:
The customer's mother reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 190 mg/dl. Customer was having a hard time using the up button because it was hard to press and slow to respond. Customer could have bumped into something but there was no moisture exposure. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to a flattened dome switch. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.